Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the issue. No patient information provided after calls to customer (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: (B)(4).

Event description:
The hospital reported a flow sensor malfunction where the diaphragm was stuck open. There was no report of patient involvement.